Manufacturer narrative:
The device was returned for analysis. The reported ¿back-flow from the marker tube was not achieved¿ was not confirmed. The reported ¿blood was oozing from around the marker port¿ could not be tested/confirmed, due to the condition of the device. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device were attempted using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, back-flow from the marker tube was not achieved, the blood was oozing from around the marker port instead. Two additional proglide device was used for successful suture placement using the preclose technique. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.